Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.